Event description:
The manufacturer received information from a third party service center alleging a ventilator was displaying incorrect volumes. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board, flow sensor assembly and outlet flow path thermistor were replaced due to water ingress to address the issue.